Event description:
(B)(6) clinical study. It was reported that post stenting procedure, the patient experienced atypical chest pain. In (B)(6) 2010, the patient presented with unstable angina and non-q wave, non-st elevation myocardial infarction. Cardiac catheterization was performed. The 95% stenosed target lesion was a de novo lesion located in the first obtuse marginal which was 26mm long with a vessel diameter of 2.5mm. The lesion was treated with predilatation followed by direct stent placement with a 28 x 2.50mm taxus liberté stent resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain and was hospitalized on the same day. At the time of the event, the subject was on aspirin and the study drug as per protocol. At the time of reporting, the event was considered resolved without residual effects

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).